Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband reported via phone call that his wife experienced the high blood glucose. Customer blood glucose level was 600 mg/dl. Customer husband also need help to rewind the insulin pump. Trouble shooting was performed, husband able to rewind the insulin pump. The insulin pump will not be returned for analysis.